Event description:
It was reported that shaft break occurred. The patient presented with acute cerebral infarction and underwent percutaneous artery balloon dilatation and stent implantation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified carotid artery. After inserting an introducer sheath, a guidewire was advanced followed by a balloon catheter. Following pre-dilatation, a 8.0-36 carotid wallstent was advanced into the lesion. However, during deployment, the shaft broke into two pieces and the stent could not be deployed. The device was pulled out together with the guide catheter, and the procedure was completed with a 7x40 carotid stent. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a carotid device was returned for analysis. A visual and tactile examination identified a shaft kink 115mm distal from the distal end of t connector. There was break noted in the outer shaft. The device was returned with the stent fully mounted in the correct location on the device. The investigator was unable to deploy the stent due to the shaft break and kink. This concludes the product analysis.

Event description:
It was reported that shaft break occurred. The patient presented with acute cerebral infarction and underwent percutaneous artery balloon dilatation and stent implantation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified carotid artery. After inserting an introducer sheath, a guidewire was advanced followed by a balloon catheter. Following pre-dilatation, a 8.0-36 carotid wallstent was advanced into the lesion. However, during deployment, the shaft broke into two pieces and the stent could not be deployed. The device was pulled out together with the guide catheter, and the procedure was completed with a 7x40 carotid stent. No patient complications were reported and the patient status was stable.